Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted: 7475559/pxc181000.

Event description:
On (B)(6) 2010, the patient underwent repair of a 10cm abdominal aortic aneurysm. The patient expired shortly after the procedure from cardiac arrest.